Event description:
On (B)(6) 2007, the patient was implanted with a self-made stent graft to treat a thoracic aortic aneurysm. On (B)(6) 2010, the patient was implanted with two gore® tag® thoracic endoprostheses (tgt3420/7539168 and tgt3420/7619336) within the existing self-made stent graft. The procedure was concluded without endoleaks present. On (B)(6) 2010, a follow-up imaging revealed a type ii endoleak. Aneurysm diameter was 62.4mm. On (B)(6) 2011, in one-year follow-up study, the type ii endoleak had persisted. Aneurysm diameter was 64.8mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2012, in two-year follow-up study, the type ii endoleak had still persisted. Aneurysm diameter had been unchanged. On (B)(6) 2013, in three-year follow-up study, aneurysm diameter was 65.7mm. It was unknown if endoleaks had been present. On (B)(6) 2014, in four-year follow-up study, aneurysm diameter had enlarged to 68.1mm with the persistent type ii endoleak. A wait-and-watch approach had been continued to the endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.